Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. During the revision procedure, insulation damage was visually observed on the rv lead. The issue was resolved by capping and replacing the rv lead. The patient was in stable condition.